Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and frozen display. Customer stated insulin pump was exposed to pool water. Customer stated that the numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer reported the time clock did not advance. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify frozen display or unresponsive buttons due to critical pump error. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded motor home switch.